Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's son reported via phone call that the customer got into a car accident due to low blood glucose. Customer's blood glucose was unknown. Customer was driving and got into an insulin reaction. Customer was wearing the device at time of the car accident. Call was dropped. Customer will not be returning the device for analysis.